Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for analysis. Functional testing was conducted, and the problem was duplicated. The root cause for this event was the relief pressure control was out of calibration. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
Additional information received via email. Event date was updated from unknown to 01-august-2023. There was no patient injury and no medical intervention.

Event description:
It was reported the device failed pressure relief. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.